Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a power on reset (por) code that occurred on (B)(6) 2016. The therapy had stopped due to the por. It was noted the patient saw the por message on the implantable neurostimulator recharger (insr). A patient programmer was not available. The patient had pain that occurred on (B)(6) 2016. Later, the patient called back to clear the por message and the patient was walked through clearing the por. Relevant medical history included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.